Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed that the tip of the lead was undamaged with no visible signs that would lead to dislodgment. It was noted that tissue was entwined in the helix. A cut was noted with body fluid in the lumen approximately 30 millimeters (mm) from the tip. The lead conductor coils were deformed along with puncture marks in the insulation approximately 45 mm from the terminal pin which likely occurred during the explant procedure. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory analysis was unable to confirm dislodgement however did confirm insulation damage that was likely induced in the field.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. It was noted that there was a breach and abrasion on the insulation near the distal tip of the lead. A surgical intervention was done to explant and replace this lead. This lead no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Tests were completed to assess lead electrical performance and insulation integrity. The lead tip and helix have no visible signs of defect which would lead to dislodgement. Tissue noted entwined in the helix. The conductor coils were deformed along with puncture marks in the insulation noted approximately 45 millimeters (mm) from the terminal pin. Cut was also noted in the lead along with blood/ body fluid in the lumen approximately 30 mm from the tip. Laboratory analysis was able to confirm the insulation damage.